Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had no delivery. The customer¿s blood glucose level was unknown. The customer reported that the pump was not working because it stopped delivering and was unable to read anything on it. The customer was advised that the pump will need to be replaced. The customer was advised to retrieve and save pump settings and also advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.